Manufacturer narrative:
(B)(4) (won't close). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device would not close once inside the patient. No damage was noted to the device. Reportedly the device was tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.